Event description:
Patient having PICC line placed in right arm. During procedure, PICC line wire became lodged into scar tissue. During attempt to pull wire back, it unraveled. After several attempts, able to retrieve wire. Wire saved. FDA safety report ID# (B)(4).